Event description:
It was reported that the pin collet froze up during a procedure. There were no adverse consequences related to this event. Request have been made to gather add'l info surrounding the event. When the device was returned for eval, it was found that impreglon coating was wearing off of the collet.

Manufacturer narrative:
The device was returned to the MFR and it was determined that the root cause of the pin sticking is due to the wear and flaking of the impreglon coating. This coating is used inside of the collet to prevent the pin from sticking. This report will be updated if add'l info from the investigation is rec'd.